Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's settings were previously at 1.30v, but when checking the patient claimed that stimulation numbers had changed to their own to 1.40v. Patient decreased stimulation back to 1.30v where they wanted it successfully. It was reviewed that numbers cannot change on their own, but patient said again that the stimulation numbers changed on their own. It was noted that it was patient's first day using their patient programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.